Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced insulin flow blocked due to kinked cannula and got hospitalized due to hyperglycemia. Patient had episodes of diabetes ketoacidosis. The insertion site was thigh. The blood glucose level was 494 mg/dl and the patient got treated with correction bolus via pump followed by an additional correction injection via multiple daily injections (mdi). Patient forget to fill the tubing after changing infusion set while ill and vomiting through the night. No further information available.